Event description:
While turning handle, md heard a snap. Tip no longer responsive. Catheter removed and secured. Medical catheter cracked while manipulating within the left atrium. Upon visual inspection after the event, there is a bend near the end of the tip of the sheath and looking very carefully you can see a wire protruding through.staff/physicians have not had this kind of event happen before. They do now know why this event occurred. The manufacturer's representative did not make recommendations to prevent this type of occurrence and did not indicate that he/she has seen this kind of problem before at other facilities.======================manufacturer response for medical catheter, (per site reporter).======================vendor was present in control room and informed of the issue.